Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was error occurred. A technical support specialist performed hotfix was applied to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) unable to resolve the station keeps logout. The customer stated that the issue was upon removal but not a problem accessing it and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.